Manufacturer narrative:
The reported smartstitch perfectpasser connectors, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the connector broke. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force can result in damage to the device. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that the two perfectpass connectors broke at the grasped bearing during surgery. The procedure was completed using a back-up of the same type after a delay of approximately 10 minutes. No patient injury or other complications were reported. Additional information received (B)(6) 2017 - breakage occurred inside the patient but did not result in anything falling into the patient. Complaint 2 of 2. See (B)(4) for original report.